Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient last recharged the ipg and last felt stimulation in (B)(6) 2018, and the ipg would no longer communicate with external devices. As a result, the physician explanted and replaced the patient¿s ipg, resolving the issue.